Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility report received from a risk manager reporting wrong treatment plan entered for left eye during a lasik procedure. Reporter indicated at one day post operative it was noted that treatment in left eye received minus spherical power instead of plus spherical power. Patient was noted to have undergone secondary enhancement treatment four weeks later for correction.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior the date of treatment. Logfile review shows that the entered sphere value of reported treatment is -3.25 d not +3.25 d. Logfile review could confirm that the wrong data was entered by the user. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4)